Event description:
A friend or family member of the patient reported that the patient fell and broke their clavicle on the opposite side from the implantable neurostimulator (ins), and since then they have not been feeling well. Specifically, they have been sleepy with e-coli and a uti. The patient turns the ins off each night, and noticed after surgery that their left hand started shaking. A CT scan was performed and bloodwork was done, with the patient hospitalized from the fall/clavicle fracture, with other meds being taken as a result. Follow up with the healthcare provider (hcp) is to be conducted. The patient's indication for implant is essential tremor and movement disorders.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.